Event description:
The facility's biomed reported the pump was programmed to infuse an unk size bag of heparin at a rate of 16ml/hr but the entire bag infused sooner than intended. Despite baxter's efforts to obtain additional information regarding the date the report occurred, pump set-up information, specific patient details, tubing product code and lot number being used, and medical intervention, no further information was available. Alternate contact information was requested but no alternate contact was identified. No patient injury resulted and there is no adverse outcome associatd wtih this report.

Manufacturer narrative:
The device has been received for evaluation, however, the evaluation has not yet begun. Once the evaluation is completed, a follow-up report will be filed.